Event description:
On (B)(6) 2011, the pt reported the down button of her infusion device is not working. She stated she noticed the issue 3-4 months ago while bolusing. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.